Event description:
It was reported that an alert was received in the remote home monitoring system for cardiac resynchronization therapy pacing being less than 80 percent. Review of the presenting electrogram (egm) in the remote home monitoring system noted occasional loss of capture (loc) on this left ventricular (lv) lead. The last in office threshold measurement was noted to be 3.0 volts and a fixed output of 3.5 volts is programmed for the lv lead. Technical services (ts) recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service.